Event description:
It was reported that an app issue occurred. Data was evaluated and the allegation was confirmed. The probable was determined to be an app crash. The probable cause of the app crash could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Primary UDI number - correction.

Event description:
Subsequent to the initial MDR, a correction is required.